Event description:
It was reported that the communicator was caught on fire. A boston scientific company representative reported that no physical injury or medical treatment was needed. The patient also reported that the communicator burnt the edge of a dresser where it was plugged in and a table nearby. The company representative opted to replace the communicator. The communicator was deactivated. No adverse patient effects were reported.